Manufacturer narrative:
The customer's device was further evaluated at the product assessment center (pac). The pac technician was able to verified the reported issue. The cause of the reported issue was determined to be due to the lid switch, sw5.

Event description:
The device was sent to physio-control by the distributor without problem description. During evaluation physio-control observed too large distance between the magnets which caused that the device didn't recognize when the lid is open/closed. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Too large distance between the magnets was verified. This failure caused that the device didn't recognize when the lid is open/closed. The device was archived by physio-control. The customer will receive a replacement device.

Event description:
The device was sent to physio-control by the distributor without problem description. During evaluation physio-control observed too large distance between the magnets which caused that the device didn't recognize when the lid is open/closed. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.